Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had an automated impella controller (aic) at distribution center and being shipped when the aic was assessed and found to have the inability to shut down properly. There was no patient involvement.

Manufacturer narrative:
A2 age should have been left blank on the initial manufacturer device report number 1220648-2024-23659 as no patient was involved. D2 revised common device name as it was reported incorrectly on initial manufacturer device report number 1220648-2024-23659. E1 revised name prefix/title as it was reported incorrectly on initial manufacturer device report number 1220648-2024-23659. G1 revised MDR reporting contact email as it was reported incorrectly on initial manufacturer device report number 1220648-2024-23659. G2 foreign selected was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-23659. H6 codes 4114 and 3221 were reported incorrectly on initial manufacturer device report number 1220648-2024-23659.